Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected(line number (B)(4), file number (B)(4)) due to a software error. Pump received with a severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had two pump error alarm. The customer¿s blood glucose was 83 mg/dl. Customer performed the self test and it was passed. The device will be returned for analysis.